Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 30 mg/dl; current blood glucose value: 162 mg/dl and reported that pump gave 5.0 u when changed the infusion set. Troubleshooting was partially performed and found that fill cannula was to do 5.0 u fill not a 0.5 u fill so got insulin when they changed the set. The customer was treated with carbs intake and glucose tablets. The customer was reporting passing out and sweating as symptoms related to low blood glucose event. Its unknown whether the insulin pump was used within 48 hours and unknown whether the auto mode feature was active at the time of the event. Also reported that sensor glucose value was 84 mg/dl and blood glucose was 30 mg/dl. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis. No return expected for mmt-7040a.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.